Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 06-2800, c-taper cocr lfit head 28mm/0, lot j184wa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to pain. A uhr bipolar component and c-taper lfit head were converted to a total hip. Rep provided primary and revision usage, and confirmed that no further information will be released by the hospital or surgeon.